Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the archive data review. The root cause was a defective load cell module 1 likely due to a defective component or mishandling such as a drop. Upon visual inspection, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. The observed damage is unrelated to the reported complaint, and this type of physical damage is characteristic of user mishandling. The load plate cover was replaced to address the issue. Review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unable to perform initial functional testing due to ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed that load cell module 1 over reported. The defective load cell module 1 was replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch plate was deburred to address the issue. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4) was used to resuscitate a patient in cardiac arrest. When the autopulse was powered on, the platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The ems crew performed manual CPR while troubleshooting the issue. They repositioned the patient and re-started the autopulse platform; however, the issue was not resolved. Troubleshooting steps were repeated, but the ua07 error message persisted. The ems crew switched to manual CPR to finish the call. No consequences or impact to the patient. After the call, a device check was performed, and the ua07 error message was observed again.